Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm diameter abdominal aortic aneurysm. The proximal neck was 23, 24.5, 27.6, 31.6, 33 mm in diameter. Tortuous iliac arteries. Neck was borderline, conical and slight angle, 11-12mm long, maybe 30 degree angle neck. It was reported that while recapturing the tip caught on the bare spring; however, the rotation technique was done to remove without any problems or change in the bare spring. It was noted that there was a proximal type I endoleak. The reliant balloon was inflated at the top of the stent graft and it may have pulled the bifurcated stent graft down. Or the angle of neck with stiff wire may have changed the anatomy, resulting in the deployment of bifurcated stent graft and the cuff being placed a little low. When the cuff was implanted, and as cuff was being deployed it appeared one bare spring moved into a horizontal position during deployment. It is possible that the cuff deployment system went through one of the stent struts. After recapping above suprarenal stent the physician tried to pull down. The spindle caught on barespring probably due to neck angle and wire bias. The physician attempted to forcefully pull device down 1st, it appeared 1 or 2 bare springs moved inward or angled with this manoeuvre. The physician performed troubleshooting manoeuvres and device finally came down and delivery system fully retrieved. A stiff wire was re advanced, possibly the stiff wire was advanced through one of the stent struts. Cuff was deployed. With deployment 1 of the suprarenal stents moved into horizontal position or closer to a 45 degree angle maybe. Post reliant ballooning, there was no evidence of the type I endoleak. No clinical sequelae were reported and the patient is fine. A review of a single returned angiogram image showed that the cuff was implanted at the level as the bifurcate; approximately 5mm below the renal arteries. It could not be confirmed if any of the suprarenal stents were in a horizontal position or entangled. The cause of the events could not be determined from this single image.

Manufacturer narrative:
(B)(4). Method: (film evaluation). Results: patient¿s condition affected effectiveness of device (short, conical neck); (cause of event is unknown). Conclusion: device failure related to patient condition (short, conical neck); (cause of event is unknown).